Event description:
The software analyzer was returned as it was no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the analyzer was missing its battery door cover and that one of the slot wires inside of the input connector had been moved out of place. The analyzer was being sent on for repair. (B)(4).